Manufacturer narrative:
H10: additional manufacturer narrative: additional information received from the customer indicating that their investigation confirmed that the edward valves were not identified as the fomite. Edwards investigation also concluded that there was no investigational evidence of early endocarditis in all cases reported by this site.  H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
UDI # (B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation due to infection. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve exhibited endocarditis after an implant duration of two (2) months. The hospital's internal infection control department is currently conducting their investigation, including bacterial phenotyping. No other details were provided.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve exhibited endocarditis after an implant duration of two (2) months. The hospital's internal infection control department is currently conducting their investigation, including bacterial phenotyping. It was noted that there were other valves from different manufacturer involved as well. The medical records were reviewed. During a complex and unsuccessful mitral valve repair procedure and subsequent successful mvr, the left ventricular perforation was caused by the saline testing procedure. This was repaired, but also required an attempted, but unsuccessful CABG x 1 due to st elevation. Early post-operative course was complicated by polymicrobial pneumonia with pseudomonas and serratia pneumonia, but the patient was able to be extubated on pod #5. The blood cultures were negative on (B)(6) 2020 , 18 days prior to discharge. The patient experienced new onset of atrial fibrillation pod #6. The patient was cardioverted on pod #16. The patient was successfully in sinus rhythm at discharge. She was deconditioned and was refused strengthening treatment or rehabilitation. The patient was discharged on pod #27 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), h4. H11: corrected data: corrected section h6.